Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The IFU lists potential adverse events, including infection (localized, driveline, pump pocket or pseudo pocket) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no errors in the operation of the pump.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection found in a culture of the surgical site after implant. Vancomycin was administered, however discharge from the wound site was continuously observed. The patient underwent an incision and drainage surgery. Pneumonia was confirmed on the chest computed tomography and the patient was treated for worsening heart failure caused by pneumonia and infection. The patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.